Manufacturer narrative:
Initial reporter postal code: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During the troubleshooting, it was reported to renal therapy services that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, the patient stated that there was solution on the floor. The patient stated that they squeezed the bags and did not find any leaks. The patient removed all the supplies and would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.